Manufacturer narrative:
Nakanishi is trying to obtain information about the patient. The same adverse event in this report has been reported to the FDA separately by the initial importer, nsk america corporation under report number 1422375-2020-00020.

Event description:
On december 12, 2020, nakanishi became aware of a patient's accidental ingestion of a dental bur through a complaint input into the complaint database by a distributor (nsk america). Details are as follows: the event occurred on (B)(6) 2020. A dentist was polishing an anterior composite using the x95l handpiece (serial no. (B)(4)). During the procedure, the bur ejected from the handpiece and fell into the back of the patient's throat. The dentist tried to retrieve the bur with suction but believed that the bur had been swallowed by the patient. The patient reported that there was no injury received in the event, including any known complications.

Manufacturer narrative:
On april 27, 2021, nakanishi received an email from the distributor stating that: - the device would not be returned for investigation because the dentist was retaining the device and had no intention of handing it over. - despite the multiple attempts the distributor made, the dentist never provided any information about the patient.